Event description:
It was reported that the charger for an ilet device would not charge the device despite a solid green indicator light and attempts with a different wall outlet, while the device successfully charged on a different brand¿s flat charger. No adverse clinical symptoms associated with potential risk of low device battery reported. Outcomes included the need for replacement of the charger to restore normal charging capability without medical intervention. Customer care provided support that included investigation, guided troubleshooting and verification of function with an alternate charger. Investigation of this case revealed a suspected malfunction of the original charging accessory inconsistent with normal operation, as evidenced by device charging on an alternate charger. It was concluded, based on previously established findings for similar reports, that the cause was a defective or malfunctioning charger.

Manufacturer narrative:
Initial.